Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). After release of the closure device an anterior pericardial effusion was identified. The status of the patient deteriorated and a pericardiocentesis was performed. 300ml of fluid was removed and a pericardial drain was placed. Two (2) days post index procedure the patient fully recovered and was discharged.